Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in a common bile duct (cbd) stricture during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During preparation, the balloon burst outside the patient body while preparing for the procedure. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: the instructions for use (IFU) indicate that this balloon should not be pre-inflated prior to use in the procedure. However, the customer reported that the balloon was pre-inflated outside of the patient.

Manufacturer narrative:
Imdrf code a0402 captures the reportable event of balloon burst.